Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
See pe 707629634 for omitted information regarding the patient's husband's pump continuing to alarm after refill. Information was received from a patient and a healthcare provider via a manufacturer regarding a patient receiving fentanyl, bupivacaine, and unknown morphine via an implantable pump for spinal pain indications. It was reported that the patient stated they had a refill yesterday and the alarm is still going off. The patient stated their pump alarm had been going off for couple months. The patient stated everything balanced out during the refill but the pump was still alarming. The patient asked if a manufacturer representative could turn off the alarm. The patient called back and re-reported that their pain healthcare provider (hcp) refilled the pump yesterday to 'stop the beeping' and 'the lady that fills us (the patient and their husband who also has a pump) wasn't in the office and we couldn't get the alarm to stop.' The patient stated, 'it kept alarming'. The patient stated they've been listening to the alarm for 3 months and they sat at the hcp's office for a long time last night while they were 'figuring out what to do,' and they live 1.5 hours away. Additional information was received from a healthcare provider via a manufacturer representative (rep). The rep stated that the patient's pump went dry at an unknown date. The pump was refilled and the patient was still hearing the alarm every 10 minutes. The manufacturer's technical services specialist (tss) reviewed information around concurrent alarms and advised the rep on how to silence the active alarm. The troubleshooting steps that were taken on the call resolved the issue.